Event description:
It was reported that this right ventricular (rv) lead suffered from a microdislodgement the day after it was implanted, so it was revised. A few days later, it was determined this lead caused a perforation resulting in a pleural effusion that was confirmed by transesophageal echocardiography and fluoroscopy. A drain was placed to address the effusion, with the rv lead explanted and replaced by a new lead. Additionally, it was reported the patient presented atrial fibrillation that was suspected to be caused by the cardiac irritation suffered due to the perforation. No additional adverse patient effects were reported. The device has been returned and analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead suffered from a microdislodgement the day after it was implanted, so it was revised. A few days later, it was determined this lead caused a perforation resulting in a pleural effusion that was confirmed by transesophageal echocardiography and fluoroscopy. A drain was placed to address the effusion, with the rv lead explanted and replaced by a new lead. Additionally, it was reported the patient presented atrial fibrillation that was suspected to be caused by the cardiac irritation suffered due to the perforation. No additional adverse patient effects were reported.